Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Item broke during surgery and the plastic knob fell off. No broken piece fell into or was left in the patient. No harm to the patient and no delay was recorded.